Manufacturer narrative:
(B)(6). Concomitant medical products - nexgen lcck tibial component stemmed precoat # 00598003702 lot # 62559942; nexgen lcck femoral component # 00576401651 lot # 62516033; all poly patella # 00597206535 lot # 62446506; stem extension replacement screw # 00598009000 lot # 62527705; taper stem plug # 00596009900 lot # 62560441. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 4 years post initial surgery due to instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial knee procedure. Subsequently the patient was revised due to pain and instability. No complications or delays reported.

Manufacturer narrative:
Reported event was confirmed by review of the provided office visit notes which indicate that patient was suffering from pain and instability. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.